Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 95% to 10% within on day. There was no reported impact to the customer's blood glucose level. Review of pump data by tandem technical support showed that the customer had not charged the pump past 55% over the past month. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.